Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in septic shock and therefore the device was taped to outside of the patient's chest. The lead was implanted to post inferior wall mi (myocardial infarction). The lead was then capped. No further patient complications have been reported as a result of this event.